Event description:
On (B)(6) 2011, abbott point of care was contacted by a abbott sales rep regarding a customer that was having an issue with I-stat troponin cartridges. On (B)(6) 2011 I-stat: 11:18, 0.07 ng/ml; vista: 17:32, 0.036 (lab) ng/ml. Based on the info available at the time, there were no injuries associated with this event. The suspected discrepant results were released to the physician.

Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.